Event description:
During the monthly scheduled testing, the maximum expiratory time was found to be out of specification. The timing was two seconds short.

Manufacturer narrative:
The hyperbaric ventilator model 500a was returned to the MFR for evaluation. A visual examination found that there was cosmetic damage to the overlays. Testing of the device found that the maximum inhalation and exhalation timing was out of specification. The maximum inhalation timing was recorded at 3.80 seconds (specification is 3.50 seconds +/- 0.25 seconds) and the maximum exhalation timing was recorded at 3.58 seconds (specification is 5.00 seconds +/- 0.50 seconds). The cause for the maximum inhalation and exhalation being out of specification is the multi-flow relay. The multi-flow relay is a legacy component of the ventilator. Evaluation of the device also found that the flow was out of specification. The recorded value was 37.5 psi (specification is 40 psi +/- 2.0 psi). The cause for the flow being out of specification is interface between the device and user. When the knob is placed on the ventilator is done using a friction fit to set maximum final pressure. After the knob is placed on it, is turned a quarter turn and then set screw lock it into place. As the knob is calibrated by a person the fit is variable based on that operator. Another person turning the knob may not turn it as hard or as far which shows the flow as being out of specification.